Event description:
Ems personnel were attending to a bradycardiac patient. During an attempt at administering external pacing, it was reported the pacer would not activate, however after the unit was moved the pacer started to function normally. There were no adverse effects to the patient reported as a result of the alleged malfunction.